Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer did not mention how they treated. The customer did not mention any high symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump did not alert them that they were low on insulin and that their battery was low. Troubleshooting was not completed as the customer declined. The customer was in the emergency room on (B)(6) 2019 with a blood glucose of 360 mg/dl and on (B)(6) 2019 was admitted with a blood glucose of 580 mg/dl. The customer had many lows including one with a seizure. The customer also mentioned sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The event date information has been updated and provided in b3 section of this report. The information has been updated and provided in b5 section of this report.

Event description:
There was no november 20, 2019 incident. On, (B)(6) 2019 customer was admitted with a blood glucose of 580 mg/dl for this cas and on, (B)(6) 2019 the customer went to emergency room visit with a blood glucose of 360 mg/dl for (B)(4). Customer did not have any lows with seizure, customer's husband was the one that had lows with a seizure.

Manufacturer narrative:
The incident date has been updated which was not available in initial report. The updated information has been included with this report.

Event description:
It was reported that customer visited in emergency room on (B)(6) 2019.